Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
St. Jude medical crmd reliability laboratory h6-code 68-no complaint was received with the return of the device. Failure (event) observed during analysis. A partial lead was returned for evaluation. The returned portion exhibited normal electrical characteristics and did not show any short between coils. Insulation abrasionn was noted in several locations. The location of the abrasion is consistent with that of friction to the ICD can.